Event description:
It was reported to physio-control that the customer's device did not show an ECG over paddles lead when moving the patient post procedure. The customer indicated that there was a loose connection between the therapy cable and the defibrillation electrodes. When they 'wobbled' the connection, the ECG on the device's display showed dashed lines. Therefore the need for defibrillation therapy could not be determined if required. There was patient use associated with the reported event, but there was no negative outcome. The device and defibrillation pads were connected to the patient as a precautionary measure and no defibrillation therapy had to be delivered.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. It was observed that the device did provide ECG through paddles lead and that the connection was secure. Physio-control performed some unrelated repairs and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.